Event description:
Boston scientific received information that this patient experienced a power surge. It is believed the surge damaged the power brick as sparks were observed by patient and advocate coming from the brick later. The cord is being returned and a replacement is being shipped to the patient. The patient also believes the support line phone number was incorrect despite a successful call to the support center. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was put through a detailed analysis. Analysis found that electrical overstress severed the powerbrick in half. The device passed all baseline tests with a new power brick.

Manufacturer narrative:
As of today, the power brick has not been returned to boston scientific for analysis. Once it has been received, we will perform an analysis.